Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positives, with unusual curves. No results were reported to the clinician or patient. This complaint reports a one time occurrence. The following information was provided by the initial reporter: "yesterday application specialist was at costumer site and they had very weird curves (run 5417 and 5419, enteric parasite panel and extended enteric bacterial panel) called positive. Could rts please have a look on database, logs and runs?" "Rox and cy5.5 channels on both a and b could use renormalization."

Manufacturer narrative:
Medical device expiration date: none. PMA/510#: multiple-k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positives, with unusual curves. No results were reported to the clinician or patient. This complaint reports a one time occurrence. The following information was provided by the initial reporter: "yesterday application specialist was at costumer site and they had very weird curves (run 5417 and 5419, enteric parasite panel and extended enteric bacterial panel) called positive. Could rts please have a look on database, logs and runs?" "Rox and cy5.5 channels on both a and b could use renormalization."

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6) had a "false positive¿. When mas was visiting the site, they noticed strange curves on epp and exebp that would be called positive. The customer updated the adf files and help the customer with their sample preparation. The issue was resolved. Review of device history record for instrument serial number, ct2261 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 29apr2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct2261 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by application specialist. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.